Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter battery low. No additional patient or event information is available. The data was reviewed on 08/16/2016 and did not confirm the reported event of receiver message for low transmitter battery. However, data investigation done on (B)(6) 2016 did confirm a transmitter failure on (B)(6) 2016. Vice has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The complaint device was not returned for evaluation. However, the data log was provided by the patient.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the device has no voltage. A review of the shared log observed low battery; however, upon further evaluation, end of life alerts and a transmitter failed alert was observed. The end of life alerts were not related to the low transmitter battery. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.